Manufacturer narrative:
Baxter received the device but was unable to test for the upstream occlusion due to a system error 321 alarm. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not able to be verified or reproduced. The ultrasonic fluid numbers were found to be within specifications, however, the ultrasonic sensor was calibrated during the repair process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an undetected upstream occlusion. There was no patient involvement. No additional information is available.